Manufacturer narrative:
Nodules and oedemas are well known and documented reactions in the context of hyaluronic acid injections. Local reactions that manifest as oedema immediately after injection are related to the traumatic environment of the injection, vary according to injection volume and technique and patient factors, and are usually of spontaneous resolution. Nodules have numerous etiologies. In this case, the injector stated a granulomatous reaction, which are delayed immune reactions of the body in response to the implant being treated as a foreign body. They are generally medically treated without complications. These reactions are mentioned in the instructions for use of teosayl products.

Event description:
According to the information received on (B)(6) 2021, a patient was injected on (B)(6) 2021 with teosyal rha 2 for a vermilion lip treatment and with teosyal rha 3 in the naso-labial folds and marionetta area (due to localization of the symptoms, this product was not considered). Immediately after the treatment, the patient developed a lip oedema. When the oedema disappeared (timeframe unknown), some bumps appeared, that the injector classified as palpable, visible and not painful granulomatous nodules into the inner and lower lip. In his opinion, the product did not distribute well and accumulated, leading to bumps. However he claimed that the product was injected uniformily and that the problem is due to a non-conforming rheology of the teosyal rha 2. On (B)(6) 2021, a medical expert (dr. (B)(6) ) was contacted in order to help in the management of this case. The injector planned to use a topical hyaluronidase to treat the issue on (B)(6) 2021. Despite reminders, no additional information was received at the time of this report. Confirmation of the granulomatous nature of the nodules was received on 9 dec 2021, thus the case was declared reportable this day.